Event description:
It was reported per field service report: symptom - intermittent loss of ECG and ap (arterial pressure) signals while electrosurgical unit is being used. Findings/action taken: front end pcb (printed circuit board) sent to and installed by hospital biomed. Add'l info received on (B)(4) 2011 from the field service rep stated that as a result, the board was replaced. Pumps were switched successfully. Therapy was delayed or interrupted for a few minutes while changing out the pumps. No report of pt death, complications or injury. The pt outcome was fine. Defective front end being returned to (B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.